Manufacturer narrative:
(B)(4). Batch # n54734. The analysis results found that one tr45w reload was received with no apparent damage and fully fired. No further functional test was performed due to the condition of the reload. The cartridge was disassembled to verify the integrity of the internal components and no abnormalities were found. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the load cut but did not staple across the entire line. The bleeding stopped manually and with clip applier. Another reload was used to complete the procedure. There were no adverse consequences for the patient.